Event description:
The customer had reported that during a gastrectomy procedure, the device had no energy output. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the insulation is missing from the device jaw wire. The customer was notified of this finding. Per the customer, the insulation did not fall into the patient cavity, and it was not missing from the device before the sample was returned for evaluation.

Manufacturer narrative:
(B)(4).one used device was received for evaluation. Visual inspection found damaged insulation on the gray jaw wire. There is nothing known in the manufacturing process that would have caused this type of damage. This type of damage is consistent with that seen when the jaw wires have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument from the trocar. Thus, the investigation identified the root cause of the reported event to be user error. Instruments must be carefully inserted and withdrawn from trocars to avoid polssible damage to the devices and/or injury to the patient. A device history review was completed and no entries pertinent to the customer&#39;s report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 03/09/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.